Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 2.5 inr/2.0 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect device however caller no longer has the test strips; replacement was sent.